Manufacturer narrative:
Only the drill and fixator were returned for evaluation. Evaluation of the drill showed the drill is bent and bowed. The drill handle arbor is cracked and compressed. The condition of the drill is consistent with being improperly chucked. It appears that the trocar tip was getting damaged during the laser process. New fixturing was implemented in (B)(6) 2004. No conclusion could be made for the reported device failures.

Event description:
During a slap lesion repair the surgeon experienced four issues with this system. Chuck from pneumatic drill stripped head od drill bit; the tolerances in diameter between guidewire and drill bit are too tight; failed to remove drill off guidewire; drill tip not aggressive or sharp enough in hard bone; impactor is too flexible 0 requires stiffer shaft for 18 degree suretac. The surgeon was able to complete the drilling with a suretac ii drill bit and place the suretac iii implant with the old instrumentation. A delay of 45 minutes resulted and the patient's glenoid surface was damaged. No other information is available at this time.